Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced both control boards for the failed full height cubie drawer, as both boards were non responsive. The customer reported dispensing medication but was able to obtain everything needed from the next door. Diagnostics confirmed that the system was functioning properly after the replacements. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 experienced a failure while the device remained online in rss. The customer stated that the affected drawer was a full height cubie drawer and that it was unable to open. Customer troubleshooted with reboot but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.